Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the plastic distal end cover was found burnt. The service repair technician indicated that the most likely cause of the plastic distal end cover was due to fatigue problem. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it was due to fatigue of the material over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.